Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during the implant procedure, the right ventricle (rv) lead was showing higher impedance measurements (>1300 omhs), but were still within normal range. This occurred during both pre and post exposure of the helix, and tightening. The physician repositioned the lead three times, and at the third attempt the lead showed an impedance of 700 ohms, and normal pacing threshold values. The lead appeared to be safely positioned and stable. The physician proceeded to implant the right atrial (ra) lead but during the insertion, the physician noticed that the rv lead was dislodged. The physician also noticed that the lead body formed a loop after dislodgement. Therefore, the decision was made to replace it with another lead. The patient presented no adverse events and the implant was concluded without further complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted, and revealed no abnormalities. The lead tip appeared normal. The lead body appeared curled; however, this is considered normal after it had been involved in an attempted implant. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during the implant procedure, the right ventricle (rv) lead was showing higher impedance measurements (>1300 omhs), but were still within normal range. This occurred during both pre and post exposure of the helix, and tightening. The physician repositioned the lead three times, and at the third attempt the lead showed an impedance of 700 ohms, and normal pacing threshold values. The lead appeared to be safely positioned and stable. The physician procedeed to implant the right atrial (ra) lead but during the insertion, the physician noticed that the rv lead was dislodged. The physician also noticed that the lead body formed a loop after dislodgement. Therefore, the decision was made to replace it with another lead. The patient presented no adverse events and the implant was concluded without further complications. Additional information: this report has been updated to include final analysis results.